Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: manufacturing direction review. On 24sep18, review of the manufacturing directions (md) was conducted by the investigator at the durham, nc facility. The review encompassed an evaluation of the bact/alert® sn lot filling lot 1049293, labeling and packaging (finished product lot 1049294), and processes and inspections. The review included a review of the complete bottle form, rack/stack inspection form, and packaging defect log. All inspections met attribute limits. The lot met all quality finished goods release criteria. On 27oct17, quality assurance released 2889 cases of bact/alert® sn lot 1049294. Instruction for use. Bact/alert® sn IFU 9311983 d- 2016-03, was reviewed by the investigator on 23aug18. The IFU contains the following information regarding. Intended use. Bact/alert® sn culture bottles are used with the bact/alert® microbial detection systems in qualitative procedures for the recovery and detection of anaerobic and facultative anaerobic microorganisms (bacteria) from blood and other normally sterile body fluids. Performance characteristics of the test - table 1. Gram negative facultative anaerobe (e.coli) with an inoculum (cfu/bottle) of >=100 with a time to detection of 10.5 hours and ) with an inoculum (cfu/bottle) of >=10 with a time to detection of 12.2 hours. Root cause: on 26sep18, a cross functional team (cft) comprised of global customer service, quality assurance, industrialization and research and development microbiology, met to brainstorm and determine root cause for the false negative results. The information in the complaint and the graphs provided by the customer were reviewed and discussed, as well as the information provided in the IFU and the results of the md review and qc testing, and complaint trending. The customer did not provide information regarding the preparation of the bioballs and which organisms or if all three organisms (e. Coli, c. Albicans, c. Sporogenes) were inoculated into the bact/alert® sn bottles. The customer did not subculture the bottles. The customer inoculated bact/alert ® iast and bact/alert® inst bottles with 30 cfu of the same lot of bioballs and bottles turned positive but did not state they inoculated the same bioball suspension into bact/alert® sn and bact/alert ® iast/inst bottles at the same time. Candida albicans is an aerobe and will not grow in the bact/alert® sn bottle. E. Coli should grow in bact/alert® sn. As part of the release testing, growth performance testing of bact/alert® sn lot was tested with e. Coli. Growth performance met specification for all organisms tested on each filling lot for both bottle types. Without detailed information regarding the procedure used by the customer the root cause could not be determined. The most likely root cause is due to over dilution and using the incorrect bottles. No bottles were requested to be returned as a result of this investigation. Visual inspection was not performed on retained bottle samples since the complaint was not about visual aspects of the product. No trend was identified as there were no other false negative complaints for escherichia coli, candida albicans, clostridium sporogenes in bact/alert® sn bottles during the query timeframe.

Event description:
A customer in the united states notified biomérieux of false negative results associated with bact/alert® sn culture bottle (reference 259790). The customer reported that two products (reference numbers 259790 and 259794) failed quality control (qc) testing at the same time while other bottles passed the same testing. There is not patient associated with this quality control testing. An internal biomérieux investigation will be initiated.